Manufacturer narrative:
The pod was received not deployed, having been in pod state 15 and delivering 0 pulses indicating that it never completed activation after being filled. No problems were found with the returned device that would prevent it from completing priming to deploy the needle mechanism as expected. No damages or defects were found during the investigation that would cause a communication error. The cause of the communication error cannot be determined.

Event description:
It was reported that the cannula did not insert when the pod was activated; this indicates a needle mechanism failure. Patient reported that a communication error message was received, during activation. The pod was worn less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.